Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad issue. The customer¿s blood glucose level was 338 mg/dl at the time of the incident. Customer stated they did not rewind insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test and self test.